Event description:
A malfunction was reported involving the customer's device, indicated by a malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in resetting the pump, provided pump reset information, and confirmed that the malfunction code did not recur after resetting. The customer was instructed to call back if the malfunction reappeared and acknowledged understanding of these instructions.